Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation (cloudy image) was not confirmed. In addition to the foreign objects in the nozzle, additional evaluation findings were as follows: the bending angle in the up direction did not meet the standard value, the forceps channel port and the suction cylinder were shaved, the control unit had discoloration, the adhesive on the bending section cover had a chip, and the connecting tube had a wrinkle. In addition, the following components had scratches: the plastic distal end cover, the image guide protector, the protector of the universal cord on the scope connector side, the scope connector cover unit, the free/engage lever and knob, the up/down knob, the connecting tube, the right/left knob, the scope connector cover, the suction connector, the universal cord, the grip, the suction cylinder, the control unit, and the switch box. Additional information obtained: the customer cleaned, disinfected, and sterilized the device before sending it to olympus. There was no delay in the start of precleaning. The device was flushed the air/water nozzle with water and air. There were no abnormalities in the accessories used for reprocessing. The air/water nozzle was wiped/brushed with clean lint-free cloths, brushes, or sponges. The air/water nozzle was flushed with the detergent solution. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "[inspection of the endoscope] 8. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function] inspection of the spray valve function (a)inspection of the water feeding function 1 cover the spray valve hole with your finger. 2 depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image. (B)inspection of the spray function 1 cover the spray valve hole with your finger. 2 depress the valve till the first stop position (till the 1st step) and confirm that emission of water spray is observed in the entire endoscopic image." Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that when an evis lucera elite gastrointestinal videoscope, there was a cloudy image. There was no patient harm associated with the event. The device was returned and evaluated, and upon estimation, there were foreign objects in the nozzle. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.